Event description:
It was reported that the patient experienced numbness and delayed ejaculation with the inflatable penile prosthesis due to curvature/lumps on sides and at the base of the penis. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced numbness, delayed ejaculation and lumps with the inflatable penile prosthesis due to curvature on sides and at the base of the penis that resulted from original peyronies. The lumps were from the tube of the device and they appeared when the device not inflated. The issue is expected to improve over time. No further complications were reported in relation to this.

Event description:
It was reported that the patient experienced numbness and delayed ejaculation with the inflatable penile prosthesis due to curvature/lumps on sides and at the base of the penis. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.